Manufacturer narrative:
(B)(4). The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
This lead was explanted due to physician dislodged the atrial lead during an ablation procedure. Lead was replaced. No additional adverse patient effects were reported.

Event description:
This lead was explanted due to physician dislodged the atrial lead during an ablation procedure. Lead was replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This lead was explanted due to physician dislodged the atrial lead during an ablation procedure. Lead was replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Correction to d5: operator of device patient code 3191 captures the reportable event of additional intervention. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.